Event description:
After the port was flushed with saline & heparin, I engaged the flange and withdrew the needle. During that process, the safety mechanism did not fully engage. The top of the needle stuck through my glove.